Manufacturer narrative:
Since, this event resulted in a reportable malfunction. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported, that the top aligners, that I received as refinement aligners extend too far up and are angled in. They fit teeth, but cut into my gums so badly, I cannot put them on. I have been continuing to wear the old aligners, I was in before the refinement ones. Please, let me know how to proceed . No additional information was reported.